Event description:
Additional information was received the oversensing was due to noise on the rv lead. Additionally, provocative testing was performed.

Event description:
During a remote follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.